Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and failed vibrator test. An internal visual inspection was performed and failed due to vibrator motor was broken/ loose connection. The receiver log was downloaded but no data displayed from 07/31/25 to 9/05/25 in receiver log. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.